Event description:
A doctor reported a cloistered bubble in descemet in the main incision on a patient's right eye during laser assisted cataract surgery. The patient was reported to be harmed and has not recovered. Additional medical/surgical intervention was reported. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from the reporter. With no additional related information, the reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).